Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, noise leading to oversensing was observed on the atrial lead. No intervention was performed; the patient was stable and will continue to be monitored. There were no adverse consequences.

Event description:
During revision, insulation damage was seen on the atrial lead. The atrial was successfully repaired and remains implanted. The patient was stable following the procedure and there were no adverse consequences.